Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported, while in the gynecology department, the md inserted the iab sheathless. The insertion was recognized as being difficult. Immediately after the iab was placed, the pump alarmed helium leak. The md removed the iab without difficulties. Another iab was inserted to continue therapy. Refer to MDR 1219856-2007-0011 for additional information regarding this event.